Event description:
The customer reported finding droplets of clear fluid on top of the gel cards during a qc run. The customer aborted the testing. Fluid on top of the gel card foil can lead to carry over and / or cross contamination, which can lead to erroneous test results and transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the site and indicated that the probe leak reported by the customer was caused by a leakage from the wash block. Replacement of the wash block has returned the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident.